Event description:
It was reported that bd insyte autoguard needle did not retract pulling catheter with it during process. The following information was provided by the initial reporter: attempting to start the patient's IV, IV was successfully started but when attempting to retract the needle to spring jammed and did not retract the needle or allow the needle to be removed from the IV catheter. While attempting to get the needle to retract the IV catheter was pulled out of the vein causing the patient to need another IV attempt other serious or important medical events.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4163937. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.